Event description:
The user facility returned an asset loaner gastrointestinal videoscope to the olympus service center. The user facility did not report a malfunction with this device. Upon inspection and testing of the returned unit, foreign material was found to be existing the nozzle, which had been attributed to insufficient cleaning. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Event date: (B)(6) 2022 inspection of the returned device found foreign material was found to be existing the nozzle and the nozzle was found to be deformed. The deformation of the nozzle caused the amount of water contact, water removal ability and water supply volume to not meet the standard value. Scratches were found on the objective lens, the connecting tube, the switch button number one (1), the adhesive on the rubber of the bending section cover and the universal cord. In addition, the light guide lens was chipped, the control body side cover had a dent, the adhesive on the rubber of the bending section cover was worn, the side cylinder was shaved and the switch box was dirty. Due to wear on the angle wire, the bending angle in the up/down direction did not meet the standard value. Due to damage on the charged coupled device (ccd), the image had black dots and the specified resolving power would not be obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that body fluid, or residues from used chemical agents clogged in the nozzle due to inappropriate reprocessing after previous procedure. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "·operation manual_ preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities operation manual_ inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function". Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. "Reprocessing manual_ cleaning, disinfection and sterilization procedures warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Cleaning, disinfection and sterilization procedures_ manual cleaning. Clean the external surfaces. Immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channels. Removing detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure" olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During the device evaluation, service found the endoscopic image was blurred, and that due to damage on the charged coupled device (ccd), the image had black dots and the specified resolving power could not be obtained. Added h6 investigation codes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - damage or deformation of the connector - movable l-range sliding error that occurred in the zoom scope - blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.